Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During a meniscal repair t2 would not deploy. It was confirmed that t1 was left in the patient unsupported and that additional fast-fix was used to complete the repair. No delay or patient harm reported.